Manufacturer narrative:
(B)(4) b3, d6b, d10: (B)(6) 2024. D10 - medical product: femur cemented posterior stabilized (ps) catalog # 42500006802 lot # 64578042. Tibia cemented catalog # 42532007502 lot # 64682575, all-poly patella catalog # 42540200035 lot # 64776061. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to infection and instability. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.